Event description:
The customer reported to olympus that the physician was performing a therapeutic walled off necrosis using a gif-1th190 scope. The distal attachment fell into the esophagus when the scope was withdrawn from the patient. Medical intervention was undertaken wherein the distal cap was retrieved using rat tooth forceps and no additional treatment was required. The procedure was completed with intervention procedure and the single use distal attachment was successfully removed after a delay of 3 minutes. No patient harm was reported. The customer reported that the device was inspected prior to use and that medical tape was not used to secured the distal attachment to the endoscope as per the intructions for use (IFU).

Manufacturer narrative:
It was reported that the customer discarded the device. The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, per the information obtained, medical tape was not used to secure the device. Therefore, it is likely that the device was not firmly secured to the endoscope, causing it to fall off and into the patient¿s body. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿be sure to wipe away any excess lubricant before mounting the instrument and secure the instrument firmly using medical tape with sufficient elasticity. If the instrument is not firmly secured, it could come off inside the body cavity during use and cause patient injury, such as mucous membrane damage.¿ olympus will continue to monitor field performance for this device.